Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the following: the patient's blood glucose (bg) levels have been higher than normal the last three months, in the 400 mg/dl range. Recently the patient had a bg at 2am of 374 mg/dl, cause unknown. Patient denies missing a bolus. The patient had also reported a low: she did not check bg and woke up feeling low. Patient treated high bgs with bolus and treated low bg with juice and reports bg issues resolved. Reporter denies any change in patient¿s diet, activity, medications or health. Reporter spoke to the patient's health care provider (hcp) and they want to troubleshoot to make sure the pump is delivering insulin accurately. Reporter states that bgs have been erratic and they have changed insulin vial, sites, and nothing is helping. Hcp insisted that mom call to troubleshoot and did not make any changes to basal or bolus ratios; reporter has made them per provider request when seeing pattern; has changed basal repeatedly and current basal rates are correct. Customer support (cs) review of the pump found no issues, but the pump will be replaced per hcp and reporter request. Cs advised reporter that if issues continue to follow-up with hcp as additional investigation may be needed. The bg excursions do not meet the criteria of an adverse event. This complaint is being reported due to the allegation that the pump is not delivering accurately.

Manufacturer narrative:
Follow-up #1: date of submission 04/07/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/18/2014 with the following findings: no defect was found. Last basal delivery was on (B)(6) 2014 @3:15pm, tdd add up and equal the programmed basal target..the pump was exercised for 24hr on 1u/h basal rate, no alarms occurred, tdd reflected 24u after the duration test.the unit passed a delivery accuracy test. The device performs within specification.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.